Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump has spots and when going to the status screen, he is unable to read the date. Blood glucose value was 274 mg/dl; reading when he got up was 81 mg/dl but he ate breakfast and forgot to bolus. Customer stated that the insulin pump was not dropped but he carries it in his pocket and could have been bumped. The customer was advised that the device should be replaced. The customer stated that he believes the insulin pump is working. He stated he would research for replacement options and call back if he decided to get the device.